Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during drain 2 of 4, while the hp was connected. The hp was trying to end the therapy early and disconnected without using proper disconnect procedures. The hp reconnected after the hc started to alarm. The technical service representative (tsr) had the hp close all of the clamps and cycle the power on the hc in order to clear the alarms. The tsr had the hp disconnect using aseptic technique and remove the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) disconnected from the homechoice (hc) without using proper disconnect procedures and then reconnected after the alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.